Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change out procedure. The pulse generator exhibited a loss of output upon being exposed to electrocautery. The device was successfully explanted and replaced. No patient symptoms or additional information was reported.